Event description:
During attempted pre-peritoneal inguinal hernia repair, balloon from autosuture device # pdb-52 detached from unit and entered peritoneal cavity. Balloon retrieved via laparoscopic approach.